Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Event description:
As reported via legal documentation, a patient had right knee replacement on (B)(6)2019. They underwent right knee revision on (B)(6)2022, approximately 3 years 2 months after their initial procedure. The patient clams to have a failed right total knee arthroplasty with contracture and severe pain. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 02-020-12-0320 - truliant ps por fem ps por right sz 2; (B)(6), 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t; (B)(6), 200-02-29 - three peg patella 29mm.